Manufacturer narrative:
Original MDR 2517506-2017-00860 was filed 12/05/2017. The cause of the depressed human chorionic gonadotropin (bhcg) results is unknown. Siemens headquarters support center (hsc) investigated the incident based on the information provided. Qc was in range both before and after this sample was processed. There was no indication of a delivery or reagent issue. There was no indication of product issue. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted siemens customer care center for the discordant depressed human chorionic gonadotropin (bhcg) result on the dimension vista instrument. The cause for the discordant depressed bhcg result is unknown. Siemens is investigating the incident.

Event description:
A possible discordant falsely depressed human chorionic gonadotropin (bhcg) result was obtained on a patient sample on the dimension vista 500 instrument. The initial flagged result was reported to the physician who questioned the result. The same sample was repeated three times using the same instrument and methodology. The first repeat sample undiluted, obtained a lower result. A manual 1:5 dilution was performed on the sample and a low flagged result was obtained. A 1:11 manual dilution was performed on the sample and a higher result was obtained which matched the patient's clinical condition and was considered the correct result. A corrected report was issued. There are no reports of adverse health consequences due to the discordant, falsely depressed bhcg result.